Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being fired on the right renal vein during a donor nephrectomy procedure, the stapler was fired but could not be disengaged. The stapler was detached by severing the intervening portion and by applying satinsky the inferior venacava. Following the laparoscopic satinsky, it was revealed that there was a mild bleeding from the inferior venacava. To control the bleeding, a figure of eight with 4.0 polypropylene was done. Patient had an uneventful postoperative period and a doppler was performed which demonstrated a normal flow through inferior venacava.